Event description:
Healthcare professional reported injecting a patient with an unspecified juvederm ultra. Patient presented with "pallor" and was immediately "hyalased" in case it was caused by a vascular event. Resolution of symptoms is undetermined from the report.

Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "pallor" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.